Manufacturer narrative:
(E1) initial reporter address 2: updated.

Event description:
It was reported that shaft break occurred. The target lesion was located in the internal arteriovenous fistula. A 7.0 x80, 75cm gladiator catheter was advanced for treatment. However, it was noted that the balloon was broken during procedure. The procedure was completed with a another of same device. There were no patient complications reported. It was further reported that the balloon material was broken/pinhole was noted and not the shaft as what was previously reported. The device was removed through the catheter sheath.

Manufacturer narrative:
Device evaluated by MFR. : gladiator elite 7.0 x80, 75cm, batch# 28720221, 20atm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 20 atmospheres for 30 seconds using digital timer, without issue. A vacuum was then applied. The inflation device was verified at 20 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure of 20 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per gladiator specification the rated burst pressure for this device is 20 atmospheres. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found that the shaft of the device was severely kinked at more than one location. This type of damage is consistent with excessive force being applied to the device.

Event description:
It was reported that shaft break occurred. The target lesion was located in the internal arteriovenous fistula. A 7.0 x80, 75cm gladiator catheter was advanced for treatment. However, it was noted that the balloon was broken during procedure. The procedure was completed with a another of same device. There were no patient complications reported. It was further reported that the balloon material was broken/pinhole was noted and not the shaft as what was previously reported. The device was removed through the catheter sheath.

Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in an internal arteriovenous fistula. A 7.0 x80, 75cm gladiator balloon catheter was advanced for dilatation. However, during the procedure, the balloon was broken. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.